Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was not working as intended, requiring "multiple presses with force before responding." Customer¿s blood glucose was between 200-400 mg/dl. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting. However, no response was received.